Event description:
Turned on sunbeam heating pad and the cord shorted where it connects with the controller. The electric arc burned my hand and severed the cord. This could have been much worse had it happened while I was in bed. I have blisters on two fingers and the palm of my hand along with black scorch marks. I applied ice to my hand all night and it is still quite painful 12 hrs later. Dates of use: 2007 - 2008.